Event description:
Pt found tpn to be leaking from line (tubing), not in one spot but many. It looked like something had punched holes into the tubing. Initially didn't leak until the pump started pumping. The force seemed to push tpn out of line through holes or punctures in the tubing walls. Blood began to back up in catheter. All lot # 696a68 removed from supplies, returned to MFR.